Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The tip was visualized in good normal conditions; however, the hemostatic valve was found dislodged and the dilator was not returned; the friction ring and brim cap remain intact and not separated from hub. A manufacturing record evaluation was performed for the finished device, and no internal action related to the reported complaint condition were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during the procedure, the tip of the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (lot # 00001312) became deformed as it was entering the patient¿s skin before it entered the body. The sheath was replaced, and the case continued. This event is considered not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. It was also reported that while the replacement carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium (lot # 00001306) was being prepped on the sterile table; it was noticed that the hemostatic valve was not seated properly and appeared to be inside the clear hub preventing the dilator from entering. The sheath could not be used on the patient. The device was replaced again, and the issue was resolved. No patient consequences were reported. This issue has been assessed as an MDR reportable malfunction. On 7/27/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 7/28/2020, during initial visual inspection it was found that the tip was visualized in good normal conditions; however, the hemostatic valve was dislodged inside of the hub and the dilator was not returned. Friction ring and brim cap remain intact. The finding of the hemostatic valve being dislodged inside the hub is considered to be MDR reportable and consistent with the customer¿s reported event.